Manufacturer narrative:
Investigation summary: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: cannot duplicate with retains; unable to determine. Source: phone.

Event description:
Reported 1 suspected false positive sofia sars result for 1 asymptomatic (off label use - at the time of testing) patient. Following the patient's positive sars result, a repeat test was administered 10 minutes later that yielded a negative sofia sars result. No other confirmatory testing completed.